Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to service the device. The fse found the crack started from the washing case to the push plate. The fse also found the gas filter adapter (splash guard) was missing. The filter was found to be soaked with fluid. The customer informed the fse there was a crack on the lid towards the back and that there was no leaking fluid from where the crack is located. The fse replaced the plastic lid and gasket seal. The equipment was repaired and verified according to OEM instructions. The fse noted the crack could be from incorrect/improper placement of the washing case or due to pressure build up caused by a missing gas filter adapter. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the lid of the endoscope reprocessor had a crack toward the back near the washing case. No patient involvement or impact to patient care was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the probable causes for a cracked lid include: an external impact to the lid with a scope when it was closed, and/or aging degradation. Design of the device or manufacturing cannot be confirmed as factors to cause the event. The most probable cause for the reported event is user handling. The instructions for use have the following statement which can detect the event: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. - the lid is not cracked, broken, or otherwise damaged."